Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies and routes of administrations not reported) for the event. On an unreported date, the patient recovered from the event. The patient was discharged from the hospital one day before the receipt of this report and pd therapy was ongoing. No additional information was available.